Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was down to 32 mg/dl a few weeks ago and treated with glucose tabs and apple juice. Customer indicated that they were unable to troubleshoot the issues at this time because she didn't have access to the pump. No further details given.